Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving an alert for non-sustained right ventricular post-paced t-wave oversensing. T-wave oversensing fell into pseudofusion beats. Programming changes were made.